Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# va01mbs, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# va01mbs, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported since the patient went for lifeline screening testing (atrial fibrillation and carotid artery tests) the patient had been weak, had greater difficulty with walking, and even memory issues. The patient was unable to see her healthcare provider (hcp) until (B)(6) 2015. The patient¿s status was unknown. No troubleshooting or outcome was provided regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.